Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: "the conductor wire break is not obvious and hard to tell from the photos provided, but it could likely be broken in the area highlighted by the red arrows below (close to where it routes into the yaw pulley). We will need to inspect the instrument to learn more.'' The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument would not apply energy. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: there are two different instruments with the same ref numbers (B)(4) and different lot numbers, the pictures show that there are damaged wires on the instrument of lot number k10240321 0019, while there is no visible damage on the instrument of lot number k10240321 0022, but the surgeon cannot apply energy.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show any damage, which may suggest potential mishandling or misuse of the instrument. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. A second fenestrated bipolar forceps instrument was analyzed and found to have broken grip cable at distal end. As a result of the full break, functional testing for motion related issues cannot be performed and not being able to proceed into the next steps. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.